Event description:
It was reported that the device would not fully charge. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control recommended customer to replace the transfer relay assembly to restore proper device operation. The customer later confirmed that they had decided not to repair the device due to age and cost of the repair. The device will not be evaluated by physio-control. The root cause of the reported failure cannot be determined.